Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the sensor was inserted into the buttocks. The dexcom g4® platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of patient that they experienced continuous glucose monitoring alarm issues on (B)(6) 2015. The sensor was inserted into the buttocks on (B)(6) 2015. No additional event information was provided. At the time of contact, no injury or medical intervention was reported.